Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for multiple patient samples from a cobas e602 analyzer serial number (B)(4). Samples were sent for preliminary investigation and tested on a cobas e411 analyzer and an analytical e module analyzer. Of the data provided for four patient samples, only the results for one patient sample were discrepant. The specific date of testing by the customer was not provided. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the free thyroxine (ft4) assay and (B)(6) for the free triiodothyronine (ft3) assay. Information concerning which result was reported outside the laboratory was requested, but was not provided. The investigation results were reported to the customer. No adverse event was reported regarding the event. A specific root cause could not be identified as no sample was available for further investigation. A general reagent issue was not suspected. Variances can be expected when comparing results generated by different types of analyzers. For thyroid assays, the patient's age, gender, and other characteristics need to be considered when evaluating the result.